Manufacturer narrative:
D1: corrected. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 97 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. The plaintiff has suffered from pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff¿s quality of life and will likely necessitate a revision surgery in the future. Plaintiff¿s ability to perform normal physical activities has been consequently limited. No further issues or complications were reported. No additional information is available.